Event description:
It was reported that during surgery to replace the pt's generator due to end of service, the physician had difficulty removing the lead pin from the generator and as a result, fractured the lead. The lead had to be replaced as well. The explanted lead and generator have been returned and are currently undergoing analysis. No adverse events have been reported.